Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: doi: http://dx.doi.org/10.1016/j.ijom.2017.02.1249. (B)(4).

Event description:
It was reported via a journal article: title: "a rare allergic reaction to surgicel (oxidised cellulose) in head and neck surgery." Author/s: c. Moss, z. Sadiq. Citation: doi: http://dx.doi.org/10.1016/j.ijom.2017.02.1249. Surgicel is generally used for intraoperative hemostasis and adhesion prevention. In oral and maxillofacial surgery, surgicel is frequently used as a dressing post exodontia in patients with bleeding tendencies. A (B)(6) gentleman was presented to the department with lipoma. During the surgical procedure, surgicel (ethicon) was inserted into the cavity post excision to ensure hemostasis. Four days after the surgery, the patient was presented with fluctuant swelling at the surgical site, coryzal symptoms, and bilateral periorbital edema. All of the events were resolved after surgical exploration with wound washout. The authors presented this rare case of reaction to surgicel (ethicon) in the head and neck region that has only been previously described in one post thyroidectomy patient in the literature. This presentation serves to remind head and neck surgeons of the potential for local tissue reactions to this material.